Event description:
Device 1 of 2. Reference MFR. Report#: 30067058152019-00875.

Event description:
Device 1 of 2: reference MFR. Report#: 30067058152019-00875. It was reported during a scs trial lead procedure on (B)(6) 2019, there was a possible cerebrospinal fluid (csf) leak. As such, the procedure was abandoned.